Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she fell at the end of (B)(6) 2019, hit her tailbone and the system wasn't working. Patient stated it broke and got an ins replacement. No further complications were reported.